Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and the dovetail feature is compressed and is fractured on the medial side. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Products medical products: tibial articular surface provisional; p/n: 42527000303, l/n: 62799381. Tibial articular surface provisional; p/n: 42527000303, l/n: 62683416. Tibial articular surface provisional; p/n: 42517000505, l/n: 63288380. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05000, 0001822565 - 2019 - 05003.

Event description:
It was reported that the instrument was returned due to wear. Subsequently, the instrument was also fractured. No adverse events have been reported as a result of the malfunction.